Manufacturer narrative:
Date of birth: year only accurate. If information is provided in the future, a supplemental report will be issued.

Event description:
Rutherford assessment at the time of the procedure was ¿severe claudication¿. During the index procedure, on (B)(6) 2013, the physician used 3 x inpact admiral drug coated balloons(dcb) in the sfa vessel of the left leg and 2 x protégé everflex stents to treat a flow limiting dissection in the left sfa. It is reported the procedure was successful. Approximately 17.5 months post index procedure, on (B)(6) 2015, the patient was hospitalized due to 100% instent stenosis of the treated lesion. On (B)(6) 2015, the lesion was treated with an admiral pta balloon, an inpact admiral dcb and rotarex thombectomy was also utilised. Approx. 21 months post procedure, on (B)(6) 2017, it was reported the patient suffered a 60% instent re-stenosis in the treated lesion. The patient was treated with 2 x inpact admiral dcbs and 1 x admiral xtreme on (B)(6) 2018.